Event description:
Pt was having an MRI. Three times during the exam, the machine stopped scanning. According to the scanner error log, there was a power failure. Pt's exam was limited but was evaluated by the attending radiologist and it was determined to be of diagnostic quality. Also, the lights inside the bore of the magnet are not functioning. The radiology manager and ge service are aware. The equipment will be evaluated. Manufacturer response for MRI, (brand not provided) (per site reporter): related to power supply.